Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: a 5.5 cm long, 7f sheath was returned within a plastic bag. The sheath brite tip was noted to be detached from the cannula, approximately 0.5 cm proximal to the distal tip. The cannula exhibited no evidence of cold shaping. It appears that some force, such as bending/pulling was exerted on the brite tip material, thereby causing the brite tip material to crack. The exact cause of the tip separation could not be determined. Cordis has initiated a complete product redesign. A lot history review revealed that this is the first complaint of this nature that has been rec'd for the products from this sterile lot number.

Event description:
Upon insertion into the vessel, the tip fractured outside the pt's vessel.